Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot: 18590un24 did not identify an increase in complaint activity for the issue. Trending review did not identify any trends for the issue for the product. The device history record review was performed on lot: 18590un24 which did not identify any potential non-conformance's, non-conformance's, or deviations. The overall performance of architect stat troponin-I reagent was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot: 18590un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot: 18590un24. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot: 18590un24 was identified. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: sid: (B)(6) processed on (B)(6) 2024: initial troponin result (B)(6): 0.338 ng/ml. First retest on initial sample (different i1000): 0.024 ng/ml. Second rerun on initial sample (B)(6): 0.018 ng/ml. Normal reference range: 0.000- 0.300 ng/ml. No impact to patient management was reported.